Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, there was difficulty fixing the right atrial (ra) lead in the target position. The lead was removed and another lead of the same model was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.